Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a hypoglycemic event with a lowest continuous glucose monitor reading of 62 mg/dl, confirmed by fingerstick at 63 mg/dl, which was managed with two oral glucose gel packs totaling 30 g of carbohydrate and trended upward to 101 mg/dl; the user was wearing a dexcom g7 and attributed the episode possibly to concurrent doxycycline use. Symptoms included hypoglycemia. Outcomes included resolution of the low with oral glucose and no alarms or hospital care. Investigation included user troubleshooting and education conducted during the call. Investigation of this case revealed no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.